Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient passed away from a massive hemorrhagic stroke. The patient presented to the emergency department (ed) with altered mental status which began a day or two prior to admission to the ed. The patient's wife reported that the patient had hallucinations beginning two days prior. On arrival the patient had a roving gaze. The right pupil was abnormal in shape and dilated. The left pupil was round and small. Both were non-reactive. The patient was responsive to pain in both lower extremities. Decorticate posturing was present in both upper extremities. The patient was found unresponsive and breathing abnormally on (B)(6) 2022 around 7:30pm. The patient had a history of congestive heart failure with prior mitral insufficiency with left ventricular assist device (lvad) placement. A computerized tomography (CT) revealed an 8.8 x 4.5 x 6.5 cm intraparenchymal hematoma in the right temporal/parietal/frontal/occipital lobes with intraventricular extension. There was a severe amount of adjacent vasogenic edema. There was hyperdense blood present in the right lateral ventricle, third ventricle, cerebral aqueduct, and in the fourth ventricle as well as in the foramen of luschka bilaterally. A small amount of blood was also present in the left lateral ventricle. There was a 3 mm thick medial left frontal convexity subdural hematoma. There was approximately 1.9 cm of leftward midline shift as well as inferior transtentorial herniation on the right. There was moderate hydrocephalus of the left lateral ventricle. There was effacement of nearly all of the right hemispheric sulci. The patient was on warfarin due to lvad placement and had an international normalized rationale (inr) of 5.2. A few days ago their inr was 3. The patient reportedly had been feeling depressed for the last few days and did not eat. Otherwise patient was noted to be normoglycemic. The patient did have acute kidney injury (aki) and hyponatremia, however, this was not thought to be the likely cause of the ams given the large hemorrhagic stroke. The patient's family was informed that this was a nonsurvivable stroke. The wife agreed to move the patient to comfort care. Fentanyl and versed (midazolam) were given for comfort. Subsequently the lvad was disconnected and the patient died within a minute. The patient had nonresponsive pupils, no reaction to pain, and no heart or lung sounds on auscultation.

Manufacturer narrative:
Medwatch / user facility report # (B)(4), was received on (B)(6) 2022. Manufacturer's investigation conclusion. A specific cause for the reported hemorrhagic stroke, renal dysfunction, regurgitation, and death could not be conclusively determined. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists stroke, bleeding, renal dysfunction, and death as adverse events that may be associated with the use of the hm3 lvas. In addition, the IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 26sep2019. No further information was provided. The manufacturer is closing the file on this event.